Manufacturer narrative:
The ICD was returned for analysis and first underwent a status interrogation. The device status was eri, and five charge processes had been documented. The charge drawn from the battery was then checked and proved to be as expected. However, a chronically increased current uptake was detected during the analysis of the device data. In a next step, the icds capability to provide therapy was tested. The clinical observation could be confirmed. The ICD shows no pacing signals while testing the anti-bradycardic therapy functions. The ICD was then opened, and the internal structure was examined visually and electrically. The visual inspection showed no anomalies. The battery voltage and the current uptake of the electronic module were measured directly. The battery voltage indicated a discharged battery. The measurement of the current uptake confirmed an increased power consumption. During further analysis, the cause for the increased power consumption and the flawed pacing signals could be narrowed down to a damaged transistor, which then led to the clinical observation. During the analysis of the electronic module, no indications of an internal defect could be detected, which might in consequence have led to damage to the transistor. Based on the characteristics of the damage, it is assumed that external influences, such as that of a strong electrical field, might have led to the damage. In general, the ICD is protected against high-voltage discharges. However, damage to the electronic module cannot be ruled out completely, depending on the strength and alignment of the electrical fields or due to individual, patient-dependent circumstances. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged transistor of the electronic module. It can be assumed that external influences, such as those of a strong electrical field, during the described surgery might have led to damage to the module. It was not possible to clearly determine the exact time of the damage based on the available information. However, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approximately 2 weeks it was reported that the device no longer stimulates.